Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 60 mg/dl at the time of the incident, current blood glucose level was 57 mg/dl, 38 mg/dl and 79 mg/dl. The customer was treated with food, fruit cup and drank apple cider. The customer states that the drive support cap appears normal. Based on customer report customer does not allege pump was over delivering. The device will not be returned device for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing.